Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their implantable pulse generator (ipg) "does not appear to be 100%. They also mentioned their atrial fibrillation (af) got worse. The ipg remains in use. No further patient complications have been reported as a result of this event.